Manufacturer narrative:
Updated: b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. A 6.0x220x150 sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and another 6.0x150x150 sterling balloon catheter was advanced but the balloon also ruptured. The device was removed from the patient and the procedure was completed successfully. No patient complications were reported. It was further reported that severely calcified target lesion was located in the superficial femoral artery. Both sterling balloons ruptured during the initial inflation at 6 atmospheres.

Event description:
It was reported that balloon rupture occurred. A 6.0x220x150 sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and another 6.0x150x150 sterling balloon catheter was advanced but the balloon also ruptured. The device was removed from the patient and the procedure was completed successfully. No patient complications were reported.